Event description:
Boston scientific corp was made aware of an event in which the physician could not deliver the subject device beyond the proximal m segment of the middle cerebral artery. The tip of the subject device would not track. The subject device was locking up in the cavernous or tortuous segment proximal to the circle walls. At one point the subject jumped forward several centimeters, then locking up again. The pt was reported in good condition.